Event description:
The customer reported being hospitalized in mexico with blood glucose of 53 mg/dl. The customer also mentioned that during a severe storm his boat flipped over and the insulin pump was exposed to the water. Since that incident the device has been in spanish and the customer received a button error alarm. The blood glucose at the time of the phone call was 93 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.